Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood on the tip electrode, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage; full lead returned and analyzed. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported that there was increased threshold. The physician had intended to reuse the lead, but following reaccess of the coronary sinus and upon removing the lead and flushing it, a possible insulation breach was noted. The physician opted to use a new lead. No patient complications have been reported as a result of this event.